Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer called adc to report that her adc blood glucose meter was not working due to a port issue (turns on with a button press but not with test strip insertion). On (B)(6) 2016 the customer contacted adc to inquire about the delivery status of her new meter, which had not arrived. The customer further reported from (B)(6) 2016 she experienced symptoms of "dizziness, sweating, shivering." The customer self-treated with a glucagon injection and sugar. No other treatment was reported. There was no report of death or permanent impairment associated with this event.